Event description:
A caller reported experiencing cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. Technical support provided complete information for resetting the pump and guided the caller through the process. After the pump reset, the cgm error code did not appear again, and the caller successfully initiated a new sensor session.